Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st faze of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional and electrical testing: a battery of tests was performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; no fault or performance anomaly could be found with the fms pump. We cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Interference: our affiliate is reporting to the repair facility that the vapr vue generator caused ECG monitor interference during a procedure and the patient experienced muscle contractions. The procedure was concluded successfully using alternative equipment without further issue or harm to the patient.